Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. A review of the electronic data for the device during the event confirmed that the device powered off when the charge button was pressed; however, the cause of which could not be determined.   As a precaution physio replaced the device¿s battery pins. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off by itself and would not power back on. The device was able to successfully deliver three (3) shocks to the patient; when a fourth shock was attempted the device powered off. The fire department was also on scene and used their device with minimal delay. The patient was shocked several times using the backup device but medical personnel were unable to resuscitate the patient. The patient did not survive. A paramedic on the scene determined that the device use did not contribute to the patient because the patient's condition had deteriorated beyond resuscitation. The customer was not able to provide further details about the event or the patient.